Event description:
It was reported that the patient experienced withdrawal and was admitted to the emergency room (ER). It was noted that a computed tomography (CT) scan was performed and indicated a possible kink or fracture in the catheter. A dye study was performed on (B)(4) 2012 and was negative, so the patient would see a surgeon. No further information was provided. Additional information had been requested, but was not available as of the date of this report. The drug delivered via pump was fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8590-1, lot# n242817, implanted: (B)(6) 2010. Product type: accessory. (B)(4).